Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b5 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Screw head got break during fixation of the same.

Event description:
The initial complaint was reviewed and found not reportable. Upon receipt of additional information it is confirmed that there is no allegation against this product.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. B5. This is report 6 of 8 for complaint (B)(4). Manufacturing location: monument. Manufacturing date: 08-sep-2022. Part number: 400.836, ti low profile neuro screw self-drilling 6mm. Lot number: 1912p60 (non-sterile). . One piece was scrapped in cell at op #70, final inspection, for a missing feature. Production order traveler met all inspection acceptance criteria apart from the one piece noted. Inspection sheet, inspect dimensional, ns351689 rev h met all inspection acceptance criteria apart from the one piece noted. Packaging label log (pll) lmd rev ac was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 21015, tialnbri4.00. Lot number: 424p645. Inspection instruction met all inspection acceptance criteria. Certified test report supplied by (B)(6) dated 28-sep-2021 was reviewed and determined to be conforming. Lot summary report dated 30-sep-2021 met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 6 of 8 for complaint (B)(4).

Event description:
The patient status was reported to be fine. A total of five screws were used, out of which two were broken.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b5: event description updated. G1: manufacture site added. H3, h4, h6: the photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned photo. Visual analysis of the photo revealed that two broken screw fragments appear to be contained inside a pouch. Based on the provided evidence, the investigation was able to confirm the reported allegation. The rest of the screw fragments were not visible in the provided evidence. No other problem identified. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for cranial-scr plusdrive ø1.6 self-drill l6, p/n: 400.836. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot. Manufacturing location: monument. Manufacturing date: 08-sep-2022. Part number: 400.836, ti low profile neuro screw self-drilling 6mm. Lot number: 1912p60 (non-sterile). Lot quantity: (B)(4). One piece was scrapped in cell for a missing feature. Production order traveler met all inspection acceptance criteria apart from the one piece noted. Inspection sheet, inspect dimensional met all inspection acceptance criteria apart from the one piece noted. Packaging label log (pll) was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 21015, tialnbri4.00. Lot number: 424p645. Lot quantity: (B)(4). Inspection instruction met all inspection acceptance criteria. Certified test report supplied by perryman company dated 28-sep-2021 was reviewed and determined to be conforming. Lot summary report dated 30-sep-2021 met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. Device history review this lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from depuy synthes reports an event in india as follows: it was reported that while tightening screw of lpn/cranioplasty, it became broken. There was a 10 minute delay and the procedure was successfully completed with other screw used. This complaint involves six (6) device. This report is for one (1) cranial-scr plusdrive ø1.6 self-drill l6. This is report 6 of 6 for complaint (B)(4).